Manufacturer narrative:
A philips remote service engineer (rse) spoke with the reporting nurse. The nurse advised the rse that the pic ix (surv (vamch5ss1)) was just moved from a different floor by the biomed and now they are unable to hear the alarms from the external speaker. The rse recommended checking to see if the external speaker was connected and tested properly. The nurse was unable to check the connections at this time but will engage biomed and have them call back if needed. The nurse reported that the biomed would resolve the issue and call back if needed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter phone # (B)(6).

Event description:
It was reported that the nurses are unable to hear the alarms on the pic ix when they go off. The device was in use on a patient at the time of the event. There was no adverse event reported.